Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the leads were not staggered and the rep thought that as the patient changed positions and rotated, the electrodes would make contact with each other, but they did not necessarily overlap. The healthcare professional (hcp) took fluro of the leads and it appeared the leads were touching at the questionable electrode locations. The hcp then pulled the lead down to stagger the electrodes. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a trial patient using a wireless external neurostimulator (wens) it was reported that early in the morning of (B)(6) 2018, the patient experienced a sensation of losing therapy. The patient met with the rep, who connected to the device using the tablet. Initially it showed the connectivity was good but then observed that two electrodes were found to be out of range; those out of range values were not provided. The rep checked the wens case and the leads and reported the leads were "seated good". They then disconnected and reseated the leads in the wens. Then, the tablet indicated that some electrodes were out of range, which was confirmed to be a"possible short" message on the tablet in the impedance section. Possible shorts were identified on varying electrodes, which did change with patient movement. The rep suspected the lead may have been overlapping when movement occurred. The contacts the shorts were seen on included: 5 & 12, 1 & 8, 4 & 11. The impedance values reported were: 1310, 1100, 1500, 1170 and 1310 ohms. It was reviewed that "shorts" would typically have impedance readings 300 ohms. The rep attempted to reprogram around the shorts but the electrodes shifted randomly as they changed programming so it was suggested they change the reference electrodes. The new impedances were then: 190, 870, 180 and 860. The rep programmed around the contacts to avoid the shorts, which "cleaned up" the impedance values and resulted in the patient feeling stimulation. It was noted the patient would communicate any additional issues they may experience during their trial to the rep during the trial period. No further complications were reported or anticipated.